Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. After a guide wire was advanced, a 3.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation; however, during insertion, the catheter broke while loading on the wire outside the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two pieces. The balloon is loosely folded with blood and contrast in the inflation lumen and guidewire lumen. Although it was reported that the device was not used, the presence of blood and contrast media in the guide wire lumen is indicative of handling beyond simply unpacking the device, as was reported. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 46cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The tip is damaged. There are numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. After a guide wire was advanced, a 3.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation; however, during insertion, the catheter broke while loading on the wire outside the patient's body. No patient complications were reported.